Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "belt slip" error message. The procedure was concluded with the subject device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. Note: a user facility medwatch report was submitted by the user. The report states "arterial pump head noted slipping. No adverse outcome, the vitals okay. Pump was changed out after bypass run. Pt was okay with no adverse outcome".

Manufacturer narrative:
Eval in progress, but not concluded.